Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, dyspnea and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The other absorb is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure with implantation of a 3.0 x 18 mm absorb bioresorbable vascular scaffold (bvs) and a 3.5 x 18 mm absorb bvs in the proximal circumflex (cx) artery, in overlapping fashion. On (B)(6) 2015, the patient was re-hospitalized with chest pain and increasing shortness of breath. Restenosis was noted in both implanted scaffolds and angioplasty with drug coated balloon was performed. The patient recovered well and was discharged on (B)(6) 2015. The patient was re-hospitalized on (B)(6) 2016, with chest pain. Angiography was performed on (B)(6) 2016 noting severe restenosis in the cx. The patient was in stable condition post procedure, but experienced chest pain during dialysis, which improved with nitroglycerin infusion. Coronary artery bypass graft (CABG), rather than additional stenting was planned. On (B)(6) 2017, the patient was hospitalized. CABG was performed on (B)(6) 2016. On (B)(6) 2016, the event resolved. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the coronary artery bypass graft (CABG) procedure was performed at the left internal mammary artery to the left anterior descending artery, the right internal mammary artery to the first obtuse marginal artery, and the saphenous vein to the posterior descending artery. The circumflex artery, where the absorb scaffolds were implanted, was not treated and the absorb scaffolds remain in the patient anatomy. Post CABG procedure, the patient's surgical incision wound became infected. The patient received intravenous antibiotics. A pleural effusion was noted, but was not treated. Per physician, the wound infection and pleural effusion are related to the CABG procedure and are not related to the implanted absorb scaffolds and scaffold procedure. There was no additional information provided.